Event description:
Hcp reported "pt fell and struck their back - developed poor pain control." Both an MRI and x-ray showed the catheter broken. The catheter was explanted and replaced. The pt is reported to have recovered without sequela.